Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. Three kinks were found on the catheter tubing near the y-fitting approximately 73.1cm, 74.9cm and 75.7cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. There was no aline tracing on the screen. Patient does have a radial aline available but customer doesn¿t have the correct pressure cable for their current transducer. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. There was no aline tracing on the screen. Patient does have a radial aline available but customer doesn¿t have the correct pressure cable for their current transducer. There was no reported injury to the patient.